Event description:
The reporter stated that they are experiencing breakage at the connection of the contrast mgr. No further info available.

Manufacturer narrative:
The returned units was evaluated and found to be broken at the male luer slip into the checkvalve. The material at the break was white in appearance which would indicate that the male luer had been flexed during use causing the breakage. There were no manufacturing related issues present that would have contributed to the breakage. Since the lot number was unavailable, review of the device history record could not be performed. Review of the complaint database indicates that this is the only reported issue for this product code. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.